Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the image is not displayed. Based on the results of the investigation, regarding the customer's allegation, no problem was detected. Regarding the reportable issue found during the investigation of no image, the cause was traced corrosion on the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device experienced image noise. The issue was found during set up. There were no reports of patient involvement.